Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector was damaged. The lemo connector pin# 2, 3 and 4 were burnt.

Event description:
It was reported to carefusion that the unit has a damaged dc connector. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.